Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain chronic') and genital haemorrhage ('gen abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/very painful cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding during periods"), psychological trauma ("psych injuries"), nausea ("nausea"), headache ("headache") and complication of device removal ("complications during removal surgery- breakage"). The patient was treated with surgery (hysterectomy (full) , bilateral salpingectomy,oophorectomy (unilateral),tubal ligation and hysterectomy partial, bilateral salpingectomy;repeat/multiples surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, psychological trauma, nausea, headache and complication of device removal outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered complication of device removal, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: additional surgeries- oophorectomy (unilateral) (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain chronic') and genital haemorrhage ('gen abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/very painful cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding during periods"), psychological trauma ("psych injuries"), nausea ("nausea"), headache ("headache") and complication of device removal ("complications during removal surgery- breakage"). The patient was treated with surgery (hysterectomy (full) , bilateral salpingectomy,oophorectomy (unilateral),tubal ligation and repeat/multiples surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, psychological trauma, nausea, headache and complication of device removal outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered complication of device removal, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: additional surgeries- oophorectomy (unilateral) (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received. Event injury was replaced with events from pfs: pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), gen abnormal bleed, psych injuries, nausea, headaches, complications during removal surgery: device breakage. Laboratory data was added. Essure removal date and procedure was added. Outcome of bleeding was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain chronic') and genital haemorrhage ('gen abnormal bleed/ abnormal bleeding (general)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included antidepressants since 2007 for depression, ibuprofen and naproxen sodium (aleve) for migraine and headache as well as bupropion hydrochloride (wellbutrin), lorazepam (ativan) and phentermine (adipex). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/very painful cramping/ cramps"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy bleeding during periods/ excessive bleeding"), psychological trauma ("psych injuries"), nausea ("nausea"), headache ("headache"), complication of device removal ("complications during removal surgery- breakage") and abdominal pain ("abdominal pain"). The patient was treated with sumatriptan (imitrex) and surgery (hysterectomy (full) , bilateral salpingectomy,oophorectomy (unilateral),tubal ligation and hysterectomy partial, bilateral salpingectomy;repeat/multiples surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dyspareunia, psychological trauma, nausea, headache, complication of device removal, vaginal haemorrhage and migraine outcome was unknown and the genital haemorrhage, dysmenorrhoea, the last episode of menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, complication of device removal, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: additional surgeries- oophorectomy (unilateral) (B)(6) 2017 patient received treatment for pain, bleeding. Dicrepancy noted in essure removal date-(B)(6) 2017 and (B)(6) 2017. On unknown date tubal ligation surgery were performed. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2015: total bilateral occlusion both tubes completely blocked.. Imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet was received. Events added from pfs abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, abdominal pain. Reporter information, concomitant drug, lab data were added. Essure removal date, events outcomes were updated. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.